Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with the compression wire and the va clavicle 2.7 plate for the clavicle diaphyseal fracture. The compression wire in question was used for temporary plate fixation. During insertion, the compression wire in question broke off at the border between the ball and the root side of the wire. The breakage occurred with the ball and the tip inserted into the bone. The broken wire was removed with radio pliers. The surgery was completed successfully. Surgical delay due to removal was less than 10 minutes. The surgeon confirmed by x-ray that there were no broken fragments inside the body. Patient status: stable. No further information is available. This report is for one (1) compr wire ã¸1.6 l150/15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.